Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.